Event description:
Reporter alleged that the inform meter has melted plastic on it and that there was some smoking. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.